Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent system was implanted within the esophagus during an egd (esophagogastroduodenoscopy) procedure, approximately 7 months ago. According to the complainant, the patient had been diagnosed with stage 4 metastatic cancer. The stent was implanted without issue, with no follow-up care provided. Soon after stent placement, the patient went through chemo and radiation therapy. After treatment ended, the stent reportedly eroded into the mediastinum. The patient presented to the hospital with a bleed and subsequently passed away. Reportedly, the patient passed away approximately a month or two ago and the physician does not believe the stent was the cause of death. No autopsy report is available. Despite numerous attempts, boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. The exact date of death is unknown but was reported to be approximately one or two months ago. The complainant was unable to confirm the exact upn number; however, the complaint device was either (B)(4) (wallflex esophageal fully covered stent system) or (B)(4) (wallflex esophageal partially covered stent system). The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However the complainant noted that the device was used prior to the expiration date. The exact implant date is unknown but reported to be approximately 7 months ago. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.